Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately six years post valve implant of a 26mm sapien valve, the patient presented with moderate pvl and moderate ai. Implantation of a sapien 3 valve within the existing 26mm sapien valve is planned in order to address the patient¿s regurgitation.

Manufacturer narrative:
Multiple follow-up were submitted to confirm the valve in valve (viv) procedure was performed. As of (B)(6) 2018, the viv procedure is still in the process of being scheduled. The device was not returned for evaluation as the valve is still implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the worsening pvl and central ai is unknown, but may be related to patient factors not provided or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Additional information received on 12/12/2018 from the fcs confirmed the patient had moderate pvl and moderate central ai, a vascular plug was placed on (B)(6) 2018 first to address pvl and a 26 sapien 3 valve was implanted within the pre-existing 26mm sapien valve (viv) in the aortic position via transfemoral approach on (B)(6) 2018 to address central ai.  Patient had no complications and was left with trace pvl.

Manufacturer narrative:
Additional information received from the field and medical records confirmed the previous report of moderate pvl and moderate central aortic insufficiency (cai).  The moderate pvl was reduced to trace by implanting a vascular plug and a 26mm sapien 3 valve was implanted via transfemoral approach to resolve the cai. There were no patient complications during the case.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.